Manufacturer narrative:
(B)(4). Additional information received: yes tip fell off, but was retrieved. No harm to the patient. Another sealing device was opened and used for the remainder of the case. It is unknown if it was the same model or a different model. No change of care plan for the patient.

Manufacturer narrative:
(B)(4). Batch # n92d6d. Investigation summary the device was returned with the upper jaw detached and not returned. In addition the top of the I-blade fractured and slightly lifted. The device was connected to the generator and it was recognized. Because the jaw was detached not all functional testing could be performed with the generator. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history record was reviewed and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot.

Event description:
It was reported that during a liver resection procedure on the 2nd firing the tip fell off. It is unknown if it was retrieved. No additional information was available at the time of the call. There were no patient consequences reported.